Manufacturer narrative:
Additional information : the lot was manufactured october 26, 2018 - october 27, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the spike port. The leaks were observed after filing; however, they were discovered prior to patient use. There was no patient involvement. No additional information is available.